Event description:
The customer reported to baxter an interlink catheter extension set that would not connect tightly to an unknown catheter. Because the connection was not tight, a "small" amount of blood leaked. The patient was on a blood thinner at the time. A new extension set was used and made a tight connection. Upon closer examination by the nurse, a piece of plastic is lodged in the housing of the male luer, making a tight connection impossible. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the male luer was broken.. The root cause of this condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review can not be performed because the lot information is unknown.